Manufacturer narrative:
Lot number was provided. A device history record (DHR) review was performed and no non-conformities or issues that could be related to the event were observed.

Event description:
Post deployment of a sapien valve, the delivery system balloon was used to post dilate, at which time the balloon ruptured. Post valve deployment severe ai was noticed. It was decided to post dilate using the same delivery system, with an additional 2 cc's of contrast added. During inflation the balloon ruptured. Due to persistent ai, a different bav balloon (non-edwards, 25mm x 4cm) was used to post dilate the valve. Once the full volume was introduced, the balloon again ruptured. The valve was assessed again and the severity of ai was the same. The team tried another non-edwards 25mm x 4cm balloon to post dilate, which also ruptured. The valve was assessed again with tee and the amount of ai was still severe. It was decided at this point that after multiple attempts there was nothing else they could do to correct the amount of pvl and the procedure was completed. The patient was transferred to the ICU in stable condition. The perceived cause of the balloon rupture was due to lvot calcium.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon rupture cannot be confirmed. However, it was reported that contact with the lvot calcium likely caused to the balloon rupture. Of note, two non-edwards balloons in addition to the edwards delivery system rupture during inflation during this procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This report is associated with report # 2015691-2014-00789.